Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 427 mg/dl with large ketones. The customer was uncertain of the suspected cause. The customer administered manual injections and delivered boluses via the pump. The customer was reportedly sick with a cold and believes this may have contributed to the elevated bg level. The customer went to the emergency room (ER) for treatment. Insulin was administered intravenously (IV) and fluids were administered. The customer was subsequently hospitalized. Fluids and additional insulin were administered via IV. A system check was performed with tandem technical support (cts) and no issues were identified with the pump or supplies, however, the site had been discarded. Multiple attempts were made by cts to obtain the date of discharge, however no response was received from the customer.